Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that a temperature alarm occurred. Customer¿s blood glucose level was 238 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm temperature issue was verified while based on the analysis, the alleged touch screen and fill estimate issue could not be verified.